Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was returned for evaluation. It was reported that the computer froze on the femur implant screen and a reboot did not fully boot the system. The initial visual/functional investigation found that: when the cpu was connected to a system, it booted up. When the system booted, it showed that the time was wrong. It appears that the cmos battery on the computer motherboard was dead, causing the bios to reset to all default settings, including setting the time to the time at manufacturing. The default settings would also have the system boot up in legacy boot. However, since 6.0 was being used on the system, it needs to be booted up in uefi. Therefore, since 6.0 was trying to boot up in legacy boot, it did not fully boot and resulted in the blinking cursor screen. Case log files and screenshots were returned for evaluation. The probable cause of the issue was a mechanical component failure. The serial number of the cpu was not recorded in the initial investigation. Thus, a device history review could not be performed. A complaint history review found similar reports. A relationship between the device and the reported event could be established.

Event description:
It was reported that in tka demo case computer froze on the place femur implant screen. Reboot system but did not fully boot the navio app, just a blinking cursor on the screen. Demo was canceled.